Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. The insulin pump was received with intermittent button response due to flattened dome switch on the act button. Connector was inspected and no anomaly was noted.

Event description:
It was reported via phone call that the insulin pump had crack next to the display. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.